Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient who was receiving 2000mcg/ml baclofen at 480.3mcg/day via an implantable infusion pump. It was reported that the patient was seen on (B)(6) 2020 for a refill. At the refill the actual volume was less than the expected volume. The numbers of the volume discrepancy were unknown. The pump was filled and reprogrammed with a reservoir volume update. A few days after the refill the patient went to the emergency room due to hypertension and "droopy muscles." The patient reported that it was thought that she was having overdose symptoms. The patient was going to have their dose decreased. No further complications were reported.